Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. Customer was managing blood glucose level with insulin injections and lantus.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received, a supplemental form will be completed.